Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump made a loud noise and read system override during use. The biomed found primary audible alarm background test, multiple invalid syringe size and travel reverse errors. There was no reported adverse event.